Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: the sureform 60 instrument (part: 480460-09 / lot number: l84240412-0445) associated with this MFR report and MFR report 2955842-2024-19217, was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) confirmed but did not replicate the customer reported complaint. The instrument was found to have 2 firing failures based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using 2 in-house reloads (blue and green). The instrument fired successfully on both attempts, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The sureform 60 instrument associated with MFR report 2955842-2024-19259 was not returned. None of the reloads associated with either stapler have been returned.

Manufacturer narrative:
Sureform 60 instrument (part: 480460-09 / lot number: l84240412-0445) has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. The reload has not been returned for failure analysis investigation. An advanced stapler log review showed the instrument was used first, and it was installed on the system 10 times and fired 9 reloads (5 white, 3 blue, 1 green, in that order). On installs 1, and 6-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 2, the system failed to detect a valid reload was loaded, and detected the sf lockout mechanism, preventing the stapler from entering into following. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was aborted by the user. The second clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first 3 clamps were successful, and the firing was completed with 1 pause for compression. On install 9, the first clamp was successful, but was followed by a firing failure. On install 10, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. A video clip associated with this reported event was submitted for review. In this video, the surgeon introduces a sureform 60 instrument with a blue reload and clamps across an existing staple line. The stapler is fired and pauses for compression before stopping the fire and indicating that forces were too high and tissue was too thick to continue, it is unclear if the tissue itself is too thick or if there are obstructions. The surgeon unclamps and we can see some bleeding occur and unformed staples as a result of the partial fire. The surgeon grabs the staple line with the harmonic ace instrument in universal surgical manipulator (usm) 4 and addresses bleeding with ultrasonic energy. The surgeon removes a few loose staples with the harmonic device but does not do any further clean-up of the previous partial fire or inspect for further obstructions. The sureform 60 is reintroduced with a green reload, is fired over the previous partial fire, and also pauses for compression. When firing resumes, we see tissue begin to pushout before pausing. Tissue continues to push out and pause a few times before partially firing. This tissue pushout results in bleeding and loose staples that the surgeon addresses with energy and removal of loose staples. What appears to be a new sureform 60 instrument is introduced on usm 4 with a green reload installed. The surgeon fires the stapler in a new location away from the previous fires in an attempt to resect the tissue which experienced pushout. This fire completes with no pauses and resects the previously pushed out tissue. The surgeon then addresses some staple line bleeding with bipolar energy and brings in a needle driver before the video ends. This event appears to be a tissue pushout event but based on the video alone we cannot determine a root cause. The sureform user manual addendum general warnings section as well as intraoperative use section which does contain warnings regarding stapling over obstructions as well as existing staple lines. Also, section 2.7, which explains the workflow a surgeon can use to stop a stapler fire at any time. Manufacturer reports 2955842-2024-19217 and 2955842-2024-19259 were created to capture the green reload events.

Event description:
It was reported that during a bariatric revision, the sureform 60 instrument fired halfway, resulting in the blade being exposed and bleeding at the staple line. The surgeon does not believe any hard objects, like previous staples/clips or the bougie, were encountered while stapling, and mentions they tried removing the staples out of the crevice between the two malfunctioning fires. Also, it was reportedly not an issue of wrong thickness of the tissue and that they upsized after the first misfire with a blue reload to a green reload and it didn¿t work. However, the green reload fired properly with the replacement stapler. When it came time to do the anastomosis at the area of the misfires, it was oversewn as a to help further with reinforcement. The procedure was completed robotically, there were no blood transfusions needed, and the blood loss was not a major issue. The main concern was the potential to cause damage to the gastric pouch. The procedure was completed robotically.